Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the proglide instructions for use (IFU), as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was completed using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, after the procedure was completed the patient had a cold leg. Using a left common femoral access, an angiojet, atherectomy and drug coated balloon were used. The physician stated that the suture of the proglide device had captured the back wall of the vessel. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure. No additional information was provided.